Manufacturer narrative:
D10: 300-21-00 - 0mm fixed angled kit 5329105. 300-30-06 - equinoxe preserve stem 6mm 5297434. 310-01-47 - equinoxe, humeral head short, 47mm (beta) 4063398. 315-35-00 - glnd kwire 4969803. 314-13-02 - equinoxe cage glenoid small, alpha 5310215. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient previously underwent a left total shoulder arthroplasty. The patient later required a revision for unspecified reasons. During the revision procedure, the surgeon converted the anatomic total shoulder arthroplasty to a reverse total shoulder arthroplasty. The patient was last known to be in stable condition following the event. No further information is available.